Event description:
A dr replaced my saline breast implants with silicone. I asked for 400 cc's and woke up with 600cc implants, almost 2 years later I had another dr removed them and gave me what I originally asked for. During the operation, the dr discovered one implant had ruptured and he had to scoop out the silicone from my breast pocket, that was (B)(6) 2017. I have had several illness that cannot be diagnosed by several drs and the (B)(6). Bloating and belching so bad, it impairs me; unexplained weight gain 30 lbs. Pain on the tops of my feet that make it impossible to work, swelling in face, constant joint pain depression along with chronic fatigue. My once happy outlook on life is gone. I feel as though that dr who did this to me (600cc) also kept me under general anesthesia for 8 1/2 hours should never be allowed to practice again. Dr renato calbria beverly hills, ca. My dr sent the ruptured implant back to MFR. They sent him a check for (B)(6).